Event description:
It was reported that the nurse was having issues charging her handheld device. When the handheld was not in use, it was connected to the docking station to charge. Despite charging, the handheld battery was dead. It was then noted that the handheld device would not dock properly with the docking station. The handheld device was connected to a power adaptor cable which resolved the charging issues. The handheld docking station has not been returned to date.

Event description:
The handheld device, handheld docking station, and the software flashcard have been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the handheld cradle was completed on 12/04/2014. During the analysis it was identified that the sync connector of the cradle was no longer soldered on the pcb. As a result the cradle was no longer able to supply power to the handheld. Once the sync connector was soldered on to the cradle pcb no further anomalies were identified. Analysis of the handheld was completed on 12/11/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 12/19/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.